Event description:
The catheter lab was preparing equipment for a scheduled procedure. Reportedly, although at this time unclear, one of the electrodes high voltage conductors was either separating or had separated from the electrode. It was also alleged that this was observed when another electrode package of same lot was opened. The facility has reported that the alleged discrepancies were not observed during a pt use.